Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 5410830 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 1 for the code tubing is damaged (e.g. Kinked, deformed, twisted, collapsed or pinched). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. Test results: visual test according to with wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional test according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 5410830 was manufactured according to the wi version 73 manufactured in the line/machine m12, on 07/jan/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 20/feb/2025 against malfunction tubing is damaged (e.g. Kinked, deformed, twisted, collapsed or pinched) and lot 5410830 and no another complaints have been registered in tw for the same lot and malfunction code. Conclusion summary of the related event. As a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production, 1 other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in china, on 10-august-2024, it was reported by the patient that infusion set tube was detached because tubing joint is broken. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6) . Patient country: china.